Event description:
During use, the device tip (tna) became loose and detached from the shaft, allowing the tip to make contact with the patient¿s facial skin near the lip causing 1 cm burn. The burn was treated with neosporin, no additional treatment necessary. During investigation for the returned tna device, an additional failure was found, where the housing of the device tip melted on the corners. Biomed later tested the generator before returned for investigation with a 4.0 device, and reports that the generator exhibited high output for coag settings 1-5. Biomed reported this additional information to mae on 6/9/2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Eval code method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. (B)(4).